Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was not replicated or confirmed. The device passed all testing including all power related testing without duplicating the report. The device was recertified and returned to the customer. Power up related issues would not necessarily be captured in the log. However, there are no instances in the log where the device appears to have been powered off for an unexpected amount of time. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.